Event description:
Caller reported an alarm 2, but there was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl (27.7 mmol/l) and the cgm did not read "high." The customer resolved the issue by changing the infusion set and cartridge and resumed insulin, leading to the closure of the case by cts.